Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently set a pump temporary basal rate of 5%. Customer's blood glucose (bg) was 280 mg/dl. A correction bolus was delivered via pump to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.